Manufacturer narrative:
(B)(4). H3, the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad was returned fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon further assessment, it was determined that this is a duplicate complaint and should be voided. This item is being reported under 0001822565-2025-04560.

Event description:
Upon further assessment, it was determined that this is a duplicate complaint and should be voided. This item is being reported under 0001822565-2025-04560.